Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error, which was confirmed by observation at power up. System error 105 was caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during setup. It was also reported there was no patient injury.